Event description:
It was reported that: "bleeding on surface after manta deployment. Pt ended up with a covered stent lt cfa." Additional information: during tavr procedure, micro puncture and ultrasound were utilized to gain lower access in the left common femoral artery. Vessel size was >7.5mm with moderate posterior calcification and no reported tortuosity. Measured depth for the manta was 5.5cm. Blood pressure was 136/67mmhg and act was 335. 100mg of protamine and an unknown amount of heparin was administered during the procedure. Time to hemostasis was 10 minutes. The patient was reported as fine after stent insertion, with no reported harm.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The review of angio photos revealed a low positioned access on the left. Radiopaque lock does not appear to be near the artery and is positioned more in the tissue tract. The device lot history record review for lot number 73m2300241 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 82-year-old male patient, 214 lbs., 72 in., bmi- 29, presented in the or for a tavr procedure. A lower-third positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The left common femoral arteriotomy was greater than 7.5mm having moderate calcification, posterior wall calcification, no tortuosity, with a measured deployment depth of 5.5cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Post-tavr, activated clotting time (act) was 335; heparin and protamin were administered, and a 18f manta was deployed to the measured depth. Following deployment, copious bleeding was present on the surface. Balloon inflations were applied, and a covered stent was placed on the left common femoral artery to address the bleed. Total time to hemostasis was greater than ten minutes. The patient did not experience any harm, injury, or health consequence due to this event. Post-procedure patient outcome was fine. Multiple causes for extended hemostasis requiring a covered stent have been established; however, the exact cause for this extended hemostasis requiring a covered stent is likely due to user error. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is contributed to deploying manta into the tissue tract and a low-positioned access potentially impeding the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed; and covered stent placement is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting was used for treatment. The risk of hemostasis failure, and access bleeding are recorded as adverse events in the manta instructions for use and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4. UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported that: "bleeding on surface after manta deployment. Pt ended up with a covered stent lt cfa." Additional information: during tavr procedure, micro puncture and ultrasound were utilized to gain lower access in the left common femoral artery. Vessel size was >7.5mm with moderate posterior calcification and no reported tortuosity. Measured depth for the manta was 5.5cm. Blood pressure was 136/67mmhg and act was 335. 100mg of protamine and an unknown amount of heparin was administered during the procedure. Time to hemostasis was 10 minutes. The patient was reported as fine after stent insertion, with no reported harm.